Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Blood and solution was dried on the lens. Both haptics were broken in the gusset area (returned). The optic was pressed against the posts of the lens case and had multiple small split/cracks. All product and batch history records are quality reviewed prior to product release. The returned product does not support the reported damaged when opened complaint. Blood and solution is dried on the lens. The lens was returned posterior side up in the lens case. These are typical signs of removal and replacement. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. Due to the presence of blood we are unable to verify that the damage was present when opened. Additional information was provided that the surgery was completed two days later with a lens of the same model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when an intraocular lens (iol) was opened for use, it was noted to have a damaged haptic. There was not a back up lens available that the surgeon was satisfied with so the patient was left aphakic. Two days later another lens was implanted that was the same as the first lens. Additional information was requested.